Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces z quad; product ID 389056 (lot: v005509); product type: 0200-lead; implant date (B)(6) 2006; brand name pisces z quad; product ID 389056 (lot: v003211); product type: 0200-lead; implant date (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the implant battery was getting looser, getting down under in their left arm and feels like it's infected. The issue began a good 2 years ago. Patient stated that they had some shooting pains and the wires were burning them and they didn't know what to do anymore. Patient mentioned that they went to 5 doctors to help them have an operation and no one wanted to do it. Patient said that they were given x-rays, but patient didn't believe that x rays were good for their nerves because of the crps nerve situation they had. Agent asked the patient who their managing healthcare provider was and patient stated they will see their primary care doctor soon but they were trying to get a new hcp. Agent offered to send patient a list of doctors in their area, but the patient declined and said they were meeting with their primary healthcare provider on the 24th. The patient was redirected to their healthcare provider to further address the issue. Other: patient mentioned they were sent a new recharger before.

Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to 3004209178-2022-08759. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.